Manufacturer narrative:
The investigation determined that (B)(6) vitros ahcv results were obtained when testing a patient sample tested using two different vitros eci immunodiagnostic systems when compared to a (B)(6) result obtained using a non-vitros vidas system. A definitive assignable cause could not be determined. The most likely assignable cause of the event was a sample related issue. The initial (B)(6) result was reproducible on two vitros systems and on a non-vitros western blot test. However, a sample drawn from the same patient 16 days later produced a (B)(6) test result as well as (B)(6) results on two different vitros eci immunodiagnostic systems. It is possible that the patient was in the earlier stages of (B)(6) when the initial (B)(6) sample was drawn and has now seroconverted between sample draws and is now detected as (B)(6). Based on historical quality control results, a vitros anti-hcv reagent lot 4080 performance issue is not a likely contributor to the event. In addition, the customer was not following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained (B)(6) vitros ahcv results when testing a patient sample tested using two different vitros eci immunodiagnostic systems when compared to a (B)(6) result obtained using a non-vitros vidas system. Patient sample (B)(6) results of (B)(6) versus the non-vitros vidas (B)(6) result. (B)(6) results may lead to inappropriate physician action if they were to occur undetected. The (B)(6) results were not reported outside of the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).